Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 1 year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective expiratory valve. In consequence (correction) the expiratory valve was replaced. There was no patient or user harm.

Event description:
Issue was disconnection on vent side, I made a mistake of thinking it was a panel disconnection. I replaced the esm board. During service software it the unit would not pass the exp valve and tightness test. After replacing the exp valve assembly the unit pass tightness test and exp valve but the aprv wave form is not correct wave.